Event description:
During an in clinic follow up, a loss of capture and inappropriate mode switching were noted on the right atrial (ra) lead. Diagnostic imaging was performed and a lack of lead slack was noted. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.